Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported migration appears to be related to operational context. It is likely that after deployment if the filter, the barewire was inadvertently pulled causing the filter to move proximally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right carotid artery with mild calcification and mild tortuosity. During preparation, the filter of the emboshield nav6 embolic protection system (eps) was not able to be loaded into the delivery catheter (dc) pod. The dc pod became kinked and severely deformed. Therefore, the eps was not used in the procedure. Another, emboshield nav6 eps was prepped and advanced to it's intended location; however, after deployment the filter moved and became positioned right above the lesion. Therefore, the eps was removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was continued without an eps device. No additional information was provided.